Event description:
It was reported that during implant, the luer hub was detached from the introducer sheath and the valve end remained after peeling away. The introducer was removed. No patient complications have been reported as a result of this event. Customer discarded device.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, g3, g6, h2, h6 & h11. No product was returned to integer for evaluation as it was discarded by the customer; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, integer is unable to determine the exact cause for this incident. The customer stated that during implant, the luer hub was detached from the introducer sheath and the valve end remained after peeling away. At this time, it is not possible to assign a definitive root cause for the event as reported. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. The complaint is non-verifiable as the product was not returned for evaluation. Based on the investigation, a CAPA is not required. In addition, there was no new failure mode identified, and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Integer will continue to monitor this event type and risk. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.